Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery charging malfunction was verified. The alleged battery jumping malfunction could not be evaluated due to the damaged usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and wall adapters. In addition, the battery gauge was observed to be jumping up and down. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy.